Event description:
The customer reported to olympus that the pks cutting forceps has no energy when activated at full range. The issue was found during the therapeutic total laparoscopic hysterectomy procedure which was completed with no delay and with a similar device. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
The device was not returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be identified. Olympus will continue to monitor field performance for this device.